Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -01689. D10: comp rvrs shldr glnsp std 36mm cat: 115310 lot: j7384155. Comp rvs tray co 44mm cat: 115370 lot: 6572828. Comp rvrs 25mm bsplt ha+adptr cat: 010000589 lot: 65857712. Comp rvs cntrl 6.5x35mm st/rst cat: 115397 lot: 65917108. Comp lk scr 3.5hex 4.75x20 st cat: 180551 lot: 65980404. Comp lk scr 3.5hex 4.75x25 st cat: 180552 lot: 65940750. Comp primary stem 10mm mini cat: 113630 lot: 65671985. G2: foreign UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to dislocation approximately thirteen days post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.